Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was in the mid 400s mg/dl. The customer had forgotten to bolus after breakfast. The customer treated with a bolus. The product is not being returned. Nothing further was reported.